Event description:
The facility's biomedical engineer reported an infusion pump with an 807:05 failure code to baxter customer service. The biomed stated the failure did not occur during medication infusion. Additional information was requested but details were not provided regarding medical intervention, patient injury, tubing product code; and there has been no reports of patient incident involving this pump since the last baxter service event. No additional information was provided.